Event description:
Information received that the brakes would hold but swivel. No injury alleged.

Manufacturer narrative:
Technician found that the brakes would hold but swivel. Replaced the stem and horn brake to resolve this issue. Stretcher located in basement repair shop.